Event description:
Same case as MFR# 2134265-2008-04630. It was reported that during a coronary stenting treatment procedure a vessel dissection occurred. The 70% stenosed target lesion was located in the non tortuous and non calcified right coronary artery (rca). A 3.0x32mm liberte monorail coronary stent delivery system (sds) was advanced to the lesion and the physician inflated the balloon to the "regular atm pressure" for 10 seconds. Looking at the cine, the physician did not think the stent was fully deployed so the balloon was dilated again with the stent balloon up to its rated burst pressure for 10 seconds. The physician was still not satisfied with the expansion of the stent so a quantum maverick balloon was used to postdilate the stent. After this balloon dilation the physician noticed that a dissection in the proximal, mid and distal sections of the rca had occurred. It was noted that the angiographic image was not good and the physician had difficulty seeing the stent throughout the entire procedure. Both the physician and the nurse could not identify the 3.0x32mm liberte stent on the cine and when the physician looked at the sds it was noticed that the stent was not on the sds but was stuck in the stent protection cover. It was determined that the stent never entered the pt as it had dislodged from the sds outside the pt when the physician pulled the stent protector off of the sds. The procedure was completed with the implantation of three liberte stents, a 3.50x32 liberte stent and two 3.0x24mm liberte stents to cover the length of the dissection. No additional pt complications were reported. It was noted that the pt had a prolonged hospitalization as a safety precaution due to the dissection and to follow up on the medications administered. The pt was then discharged home in good condition. Medications: plavix, heparin.